Event description:
(B)(6) clinical study. It was reported that shortness of breath, angina and restenosis occurred. In (B)(6) 2011, the subject presented with shortness of breath associated with dyspnea on exertion was diagnosed with stable angina and cardiac catheterization was recommended. Index procedure was then performed. Target lesion #1 was a de novo lesion located in the mid left anterior descending (lad) with 90% stenosis and was 16 mm long with a reference vessel diameter of 2.5 mm. Target lesion #1 was treated with pre-dilatation and placement of a 2.50 x 16 mm taxus liberte study stent with 0% residual stenosis. The following day, the patient was discharged on aspirin and prasugrel. In(B)(6) 2014, the subject presented to the facility with shortness of breath and was diagnosed with stable angina and was hospitalized on the same day. At the time of event, the patient was on aspirin and clopidogrel. The study drug per protocol was last taken on (B)(6) 2013. The patient was referred to percutaneous coronary intervention (pci). The 70% stenosis in distal lad was treated with a 2.5 x 8mm promus premier stent placement resulting in 0% residual stenosis. The event chest pain and groin pain was considered resolved without residual effects and the patient was discharged five days post reintervention on aspirin and clopidogrel.

Manufacturer narrative:
Device is a combination product. It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).